Manufacturer narrative:
No button error alarm noted. The insulin pump had unresponsive act button due to corroded keypad trace. Displacement test was not performed due to unresponsive act button. No moisture damage found on electronic assembly or on motor. The device cracked reservoir tube lip, minor scratched lcd window, and cracked case at display window corner.

Event description:
It was reported that the insulin pump buttons were unresponsive and alarmed button error. Customer stated that she went swimming and forgot to take off the insulin pump. Customer's blood glucose was 12.9mmol/l. Advised customer the insulin pump would be replaced. Advised the customer to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.